Event description:
This will be filed to report partial clip movement requiring additional clip to stabilize. It was reported that a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with grade of 4. The patient was very kyphotic and was presented with small atrium. The clip was implanted on the mitral valve. Upon deployment, the clip rotated slightly, which increased mr. Imaging was noted to be difficult due to significant shadowing over the leaflets. Another clip was implanted to stabilize the first clip, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.